Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The 98% stenosed target lesion was located in the severely calcified and mildly tortuous proximal right coronary artery (rca). The lesion was predilated with a 4.0x15mm quantum balloon. The 4.0x12mm liberte bare stent delivery system (sds) was advanced but got stuck on a previously placed unk type of stent in the rca causing damage to the liberte stent. To complete the procedure, 4.0x16mm and a 4.0x12mm liberte bare stents were deployed. There were no pt complications due to this event. The pt was discharged the following day.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).